Event description:
It was reported by repair work order that the customer alleged that the stretcher could not pump up. However, the stryker technician evaluated the unit and could not duplicate the failure and found the jack to be operating to specifications. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.